Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the short port btt black inflation valve dislodged slowly half way out of the valve. As a result, the balloon deflated toward the middle of the procedure. The harvester converted the procedure to bridging. The hosp did not report any further pt effect.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly.